Manufacturer narrative:
Batch review performed on 13 november 2017. Lot 167320: (B)(4) items manufactured and released on 02 february 2017. Expiration date: 2022-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.